Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Patient received an alarm in fill one and had to reset up. When patient removed the cassette, she noticed fluid leaking into the cycler. Patient states she has had no ill effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of occurrence. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.